Event description:
It was reported that patient underwent a right total knee arthroplasty. Subsequently, the patient has a pending revision due to loosening of the tibial component.

Manufacturer narrative:
(B)(4). D10 medical devices: femoral component option size d right catalog#: 00576401452 lot#: 64469963 articular surface size cd 12 mm height "use with plate 3 catalog#: 00596403012 lot#: 64227007 all poly patella standard cemented size 32 mm diameter 8.5 mm thickness catalog#: 00597206532 lot#: 64774873 customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 medical devices: femoral component option size d right catalog#: 00576401452 lot#: 64469963 articular surface size cd 12 mm height "use with plate 3 catalog#: 00596403012 lot#: 64227007 all poly patella standard cemented size 32 mm diameter 8.5 mm thickness catalog#: 00597206532 lot#: 64774873. Refobacin bc r 1x40 us catalog#: 110034355 lot#: ni. Reported event was confirmed by review of medical records. Revision operative notes confirm that patient was presented with pain and swelling and during surgery tibia was found grossly loose and tibial surface revealed medial osteolysis. Femur and patella revealed excellent fixation, left intact. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a right total knee arthroplasty. Subsequently, the patient was revised on approximately four years later due to pain, swelling, stiffness, and instability. During the revision, the tibial component was found grossly loose. Medial osteolysis was noted at the tibial surface as well. The patella and femur were found well fixed and left intact. All tibial components were revised without complication.